Manufacturer narrative:
A ge svc rep performed an on site investigation. The ps3 power supply and the display adaptor vortex cable was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9900 system had no image on the left monitor and the vertical lift column would not work. No pt injury was reported.